Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in the report is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including, but not limited to post-implant pulmonary embolism, filter tilt and became embedded in the vena cava wall. The patient also experienced an occluded filter that required a thrombectomy. The patient underwent a successful filter removal along with implantation of a new cordis optease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Without procedural films or images available for review the reported tilt and embedded could not be confirmed or further clarified, it was reported that the filter was successfully removed and replaced with another filter. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Occupation: litigation paralegal. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to post-implant pulmonary embolism, the filter tilted and the filter became embedded in the vena cava wall. The patient also suffered from an occluded filter that required a thrombectomy. The patient underwent a successful filter removal along with implantation of a new cordis optease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages.

Manufacturer narrative:
Section b5: additional information received per the discovery form (df) re-states that the patient experienced pulmonary embolism. It was previously reported that that the filter tilted and migrated. The df states that the filter was abnormally positioned, likely within the right common iliac vein. It was previously reported that the initial filter was embedded in the vena cava wall. The df form states that the initial filter was successfully removed "except a couple of small hooks buried in the thickened wall and remain in the vein." As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes recurrent deep vein thrombosis (dvt). The filter was deployed below the renal veins in a good position without tilt; however, malpositioned, possibly in the iliac vein. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to post-implant pulmonary embolism, the filter tilted, was embedded in the ivc wall, occluded and required thrombectomy. The day after implant, an additional optease vena cava filter was implanted and successful removal of the initial filter, with the exception of the hook, which remain buried in the thickened wall of the vessel, due to thrombosis. Then a mechanical thrombectomy was done which re-established blood flow. However, after several attempts, the initial filter was unable to be removed. Per the patient profile form (ppf), the patient reports pulmonary embolism, migration of the filter, blood clots/clotting, occlusion of the inferior vena cava, thrombosis leading to phlegmasia cerulea dolens. The patient also reports leg pain, swollen legs and impaired mobility. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Pain, swelling and walking difficulty do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including, but not limited to post-implant pulmonary embolism, filter tilt, migration, blood clots/clotting and/or occlusion of the inferior vena cava and retrieval difficulty. The patient is also reported to have experienced pain and difficulty ambulating. The indication for the filter implant was recurrent, opposite extremity, deep vein thrombosis (dvt). The filter was placed via the right common femoral vein and deployed below the level of the renal veins. Post placement cavogram showed good positioning of the device without tilt. The patient is reported to have tolerated the procedure well with no complications. Approximately a year and ten months post implant, the patient presented with extensive tibial-popliteal-femoral-iliac vein thrombosis of the right lower extremity, phlegmasia cerulea dolens. The patient was noted to also have a malpositioned (ivc) filter in the right iliac vein. The patient was taken urgently for angiojet mechanical thrombectomy of the femoral and external iliac/common iliac vein areas, placement of a new ivc filter and an unsuccessful percutaneous attempt to retrieve the ivc filter. Post-thrombectomy venography showed partial reestablishment of flow to the area, but there was still major obstruction due to thrombus. It could not be determined if it was acute or chronic thrombus. It was decided that the patient would best be served by surgery to remove the filter and explore the iliac vein. The following day the patient underwent supra-inguinal retroperitoneal exploration of the right iliac vein, right iliac venotomy with retrieval of the ivc filter, right external iliac vein, fogart balloon thrombectomy of the right superficial, common femoral, external iliac and common iliac veins. The operative notes indicated that both chronic and fresh clot was removed, some of it was quite dense and adherent. The vena cava filter was clearly not acutely malpositioned, but had been there for quite a long time, evidenced by the fibrous anchoring. The filter was removed, save for a couple of small hooks buried in the thickened wall, but these were cut off flush from the rest of the filter. A fogarty balloon thrombectomy was then performed, resulting in excellent backflow proximally and forward flow from the right lower extremity. The patient was noted to have had a previous open hysterectomy and more recent laporoscopic appendectomy. At the conclusion of the procedure the patient was awakened and extubated. The right lower calf extremity felt warm down to the calf area which was an improvement. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. The patient was diagnosed with phlegmasia cerulea dolens, an uncommon severe form of deep vein thrombosis (dvt) resulting from extensive thrombotic occlusion. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Without procedural films or images available for review the reported tilt and embedded could not be confirmed or further clarified, it was reported that the filter was successfully removed and replaced with another filter. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The diameter of the vena cava at implant of the device has not been provided. The optease vena cava filter is contraindicated in patients with and ivc diameter greater than 30mm. Pain and difficulty ambulating do not represent a device malfunction and may be related to underlying patient specific issues, such as phlegmasia cerulea dolens. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis. The filter was deployed via the right femoral vein. The filter was placed below the renal veins in a good position without tilt. The patient tolerated the procedure well with no apparent complications. Additional information received per the patient profile form (ppf) states that the patient experienced migration of the filter, blood clots/clotting, occlusion of the inferior vena cava. The medical records indicate that the patient experienced thrombosis which caused phlegmasia cerulea dolens. The patient became aware of the reported events approximately one year and seven months after the index procedure. The following day an additional optease vena cava filter was implanted and there was an unsuccessful attempt to remove the initial filter. The second filter was successfully implanted via the left femoral vein. Then a mechanical thrombectomy was done which re-established blood flow. However, after several attempts, the initial filter was unable to be removed. The next day, the patient continued to experience phlegmasia cerulea dolens. A thrombectomy was done to relieve the clot burden and the initial filter was successfully removed. The patient profile form (ppf) states that the patient continues to experienced leg pain, swollen legs and impaired mobility with the second implant. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.